Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an 12f amulet delivery system.preprocedural assessment identified a windsock-shaped left atrial appendage, with the landing zone measuring 22.3 × 18 mm on CT and 21.8 × 19.3 mm on tee, a minimum depth of 22.7 mm, a pa¿laa distance of 2.3 mm, and a perimeter-derived diameter of 17¿18 mm, for which implantation of a 22-mm amulet device was planned, with sufficient depth deemed present for lobe deployment. The transseptal puncture was performed in an inferior/posterior location, and the patient was in sinus rhythm at the time of the procedure. A small amount of pericardial effusion was observed on tee and considered physiological, and intraoperative left atrial pressure was recorded at 20 mmhg. Heparin (4000 units) was administered, with an activated clotting time of 351 seconds, and protamine was subsequently given for reversal. During the first deployment attempt, the lobe was deployed from a mid position but was partially recaptured on one occasion due to the narrow pa¿laa distance at the distal portion. A second deployment was then performed from a more proximal position, achieving stabilization at a location considered unlikely to interfere with the pa wall. No wire was placed in the left atrial appendage, and no wire or delivery sheath exchanges were performed. The disc was subsequently deployed, and the close sign was assessed using color doppler imaging, a 20-second tension test, and contrast angiography, with no leak or gap observed and acceptable distances to the mitral valve and left upper pulmonary vein confirmed. The lobe diameter measured 20.7 mm at tee 90°, indicating adequate compression; although the disc was noted to slightly protrude into the laa at the same angle, this finding was considered acceptable, and the device was released. No worsening of pericardial effusion was observed prior to the patient leaving the procedure room. Approximately three weeks postoperatively, on (B)(6) 2026, the patient presented with chest pain, and echocardiography demonstrated circumferential pericardial effusion measuring 3¿4 mm, confirmed to be hemorrhagic, with associated inflammatory response and pericarditis. Cardiac tamponade was concluded to be present, and the effusion was managed conservatively with medication therapy without pericardiocentesis or surgical intervention, resulting in resolution within a few days. The patient was receiving dual antiplatelet therapy at the time the effusion was detected and had been on a direct oral anticoagulant prior to the procedure. Although it remains unclear whether the amulet device was the direct cause due to the concurrent development of pericarditis, a causal relationship could not be excluded given the temporal association with device implantation, and the findings were considered potentially consistent with a transient inflammatory reaction that subsequently resolved.